Manufacturer narrative:
Failure analysis noted that the pump had a blank display due to corroded electronics assembly. The pump had cracked battery tube threads, cracked case window display corner and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 98 mg/dl at the time of incident. The customer stated that the pump gets an empty battery symbol and the screen kept fading in and out. Self-test was performed and it was noted that the menus were missing. The insulin pump was returned for analysis.